Event description:
It was reported "after iab catheter insertion there was helium pressure loss without blood in the gas system. During replacement of the catheter and cleaning with betadine we found bubbles in the white plastic connection of the catheter ". Additional information states that to continue therapy, another catheter was inserted. The second catheter was inserted into a different insertion site. The patient's current condition is reported as "deceased". The customer stated that "the patient was very critical" and expired two days later due to "multiorgan failure".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "after iab catheter insertion there was helium pressure loss without blood in the gas system. During replacement of the catheter and cleaning with betadine we found bubbles in the white plastic connection of the catheter ". Additional information states that to continue therapy, another catheter was inserted. The second catheter was inserted into a different insertion site. The patient's current condition is reported as "deceased". The customer stated that "the patient was very critical" and expired two days later due to "multiorgan failure".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr fos intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a ups shipping pouch and was in a sealed bio-hazard bag. Upon return, the one-way valve was tethered to the short driveline tubing. A supplied 40cc inflation driveline tubing was connected to the iabc short driveline tubing. The bladder was fully unwrapped. The teflon sheath was on the iabc. The hemostasis cuff was noted disconnected from the iabc cathgard. A dried yellow media was noted on the exterior surfaces of the iabc. A clear liquid was noted inside the iabc short driveline tubing and 40cc inflation driveline tubing. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was off-centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined, and no damage was noted. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood was noted. The cal key and fos were connected to the iabp. The cal key was recognized. The cal key was disconnected and re-connected again after rotating the cal key 180 degrees; the cal key was recognized again. The fos was recognized and zeroed by the iabp. The pump status displayed "ok" indicating the fiber is fully intact. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately detected from the bifurcate around the fos adhesive. Upon microscopic inspection, an external leak occurred from the fos adhesive bond at the bifurcate. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "helium pressure loss" is confirmed. During the investigation, an external helium leak was confirmed from the iabc bifurcate fos adhesive. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak at the bifurcate fos adhesive. The probable root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue.